Event description:
This was a total hip revision due to infection. Initially the surgeon planned to complete a wash out and only replace the head and liner. Intraoperatively, the surgeon felt due to the severity of the infection all the implants needed to be revised. MFR ref # 3005180920-2015-00039.